Event description:
The following is based off of a review of the patient's medical records which were provided to davol by the patient's attorney: (B)(6) 2010 - the patient was diagnosed with a cystocele, rectocele and vaginal prolapse and was implanted with a bard/davol soft mesh during an abdominal colpopexy, moskowitz procedure, perineoplasty, anterior and posterior repair and cystoscopy surgical procedure. On (B)(6) 2010 - the patient was diagnosed with a small bowel obstruction and underwent a laparotomy, decompression of small bowel obstruction, segmental resection with primary anastomosis of segment of infarcted ileum, drainage of pelvis and removal of bard/davol mesh. The attorney's report alleges permanent injury, nerve damage, pain and suffering, additional medical and surgical intervention, defective mesh.

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure and medical records have not been provided. We have, however, contacted the initial reporter to request additional information and if available, to request return of the device for evaluation. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. This MDR includes all patient, event and device information davol has received to date. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.